Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress/summary of investigational findings: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: celect inferior vena cava filter (ivcf) in left sided (inferior vena cava) ivc found to be multiply fractured, with half of one leg embedded in spine and half of one arm retained locally in thrombosed ivc. Removed filter but not fragments. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: celect inferior vena cava filter (ivcf) in left sided (inferior vena cava) ivc found to be multiply fractured, with half of one leg embedded in spine and half of one arm retained locally in thrombosed ivc. Removed filter but not fragments. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.